Event description:
It was reported that on (B)(6) 2023 while conducting audits, items labeled a specific item number were labeled differently on the back of the box. The barcode number appears as a different item. No surgical delay. No patient involvement. This report is for a speedtitan compression impl kit 18x15x15 this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j sales representative. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the speedtitan compression impl kit 18x15x15 had the package box marked as "se-181815ti" while the packslip and adhesive label both refer to "se-1815ti". This is a known issue that has been identified previously.. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed for the speedtitan compression impl kit 18x15x15. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. DHR: part # se-1815ti synthes lot # mse200139 supplier lot # mse200139 release to warehouse date: 12 jan 2021 supplier: millstone medical. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.